Event description:
Country of complaint: (B)(6). When the thread is taken from the primary package it detaches from the needle.

Manufacturer narrative:
Us reporting agent notified on (B)(6) 2014. Manufacturing site evaluation: samples rec'd: one opened pouch. There are no previous complaints of this code/batch. We have rec'd one open sample with the needle detached from the thread. Without closed samples a proper analysis can not be performed. Needle attachment results conducted on samples before releasing the product were within manufacturers specification. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Corrective/preventive actions: not applicable.